Event description:
Per received report: the procedure was a balloon occluded retrograde obliteration of bronchial artery that was not calcified and not tortuous. It was reported that during the procedure, the coil ((B)(4), complaint product) unintentionally detached. It is unknown when and how this happened but it was stated that no detachment was attempted at that time. Unknown if the coil got stuck in the microcatheter. The coil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is going to be returned for analysis. Additional information received from the affiliate indicated that the event occurred during use. However, it is unknown whether this happened during repositioning. Pre-deployment test was performed. No stretching was observed post withdrawal and it was completely smooth along the delivery path in the microcatheter before reaching the aneurysm. No information was provided as what type of microcatheter was used.

Manufacturer narrative:
The procedure was a balloon occluded retrograde obliteration of bronchial artery that was not calcified and not tortuous. The patient was a 9 year-old child. It was reported that during the procedure, the coil (che180620-30/f66675) unintentionally detached. It is unknown when and how this happened but it was stated that no detachment was attempted at that time. It is unknown if the coil got stuck in the microcatheter. The coil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not and was reported that there was no coil stretching observed post withdrawal. The procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the complaint product by visual inspection. The pre-deployment test was performed. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There is no information regarding the microcatheter used; however, there was no resistance encountered during delivery of the coil through the microcatheter. No further information is available. Only the severely damage coil was returned. The 20.0cm coil was returned stretched 52.0cm at the proximal end. The distal section of the coil containing three secondary windings off the ball tip were found undamaged. The coil unraveled out of the proximal soldered section. This required external force. The evidence strongly suggests that the unintended detachment occurred when the distal section of the coil became anchored. When the coil was retracted with the distal section anchored, the proximal end of the coil stretched and mechanically detach from the device positioning unit (dpu). The retraction force and the anchored coil caused the coil to unravel out of the soldered section and stretch. This damage required external force. The circumstances of how and what caused the coil to become anchored inside the microcatheter cannot be determined. In addition, without the identification or the return of the microcatheter and the return of the device positioning unit (dpu) with the complete resheathing system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The analysis of the returned coil suggests application of external force contributed to the premature detachment. Procedural factors including device manipulation, device interaction with the occlusion balloon or microcatheter are possible contributing factors. Based on the lack of procedural information regarding the reported coil detachment and without the return of the delivery system, no conclusion regarding root cause can be determined. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.